Manufacturer narrative:
Product event summary: analysis confirmed the reported event; some lcd (liquid crystal display) corrosion found at top of lcd (artifact) which was visible at left and upper side. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was artifact on top of the lcd (liquid crystal display). The external pulse generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.